Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When attempting to screw the aiming arm into the insertion handle, it felt cross threaded. It did not feel smooth going into the hole threads to connect the two pieces.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral recon nailing (tfna), the aiming arm did not attached adequately to the insertion handle. The connecting screw popped off which misaligned the unknown nail and the aiming arm. The trochanteric femoral nail advanced (tfna) fenestrated screw-sterile and the titanium locking screw w/t25 stradrive 34mm femoral intramedullary nail-sterile missed the titanium cannulated trochanteric femoral nail advanced (tfna) 170mm-sterile. The surgeon decided to remove tfna nail, tfna screw and distal locking screw, then decided to switch to the trochanteric fixation nail (tfn) system because of the issues of the tfna. The tfn was inserted successfully with no issue. There was no issue with the connecting screw that connects the insertion handle to the nail. There was a surgical delay of fifteen (15) minutes to replace nail and screw. Procedure was completed successfully. No patient consequence. Concomitant devices: nail (part unknown, lot unknown, quantity 1), helical blade (part unknown, lot unknown, quantity 1). This report is for one (1) ti locking screw. This is report 4 of 5 for (B)(4).

Event description:
Further it was reported that the connecting screw on the aiming arm that connects to the insertion handle was bent. This created an issue where as the connection between the two pieces was cross threaded and became loose. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1),aiming arm locking devoce (part # 03.037.015, lot # l870974, quantity # 1). This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.